Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. In response to FDA report number: mw 508237. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and opening extended on anterior. A visual and microscopic analysis was performed which identified wear abrasion and striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Reason for reoperation: rupture and capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency left side rupture and "developed systemic diffuse scleroderma." Additionally, healthcare professional reported in rga checklist "capsular contracture". Device was explanted.